Event description:
It was reported that; pt returned to doctor two weeks ago in pain. Pt states that she had x-rays done. Pt also states that doctor gave her prescription for physical therapy for six weeks which she has already completed. Pt states that she was sent a letter from the doctor about the recall.

Manufacturer narrative:
The catalog and log number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.